Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level morning was 80 mg/dl and the other day she woke up with 419 mg/dl. Customer reported that her blood sugars had running high a lot and it was very random, she was not sure it was an insulin pump malfunction but it was concerning. Customer also stated that she had noticed the insulin pump vibrating randomly but there are no alarms that was on the screen. The insulin pump will not be returned for analysis.